Manufacturer narrative:
Report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2003. Post-op, in 2007, the patient reported a 6 week history of experiencing a clunking sensation. The patient underwent revision thr surgery two weeks later, where rim of liner was found to be fractured at the locking mechanism. The liner and head were revised. There was no indication of any cup malalignment.